Event description:
It was reported that the pump (datascope) alarm "leak" immediately after the intra-aortic balloon (iab) was inserted. The pump was exchanged and the alarm continued. As a result, the iab was removed and another iab was inserted. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.